Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was fully loaded with staples. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was connected to the anvil and the surgeon waited 15 seconds. The device was fired and a crunch sound was heard, but the crunch was louder than normal. The surgeon tried to remove the device; the device seemed stuck. The surgeon loosened the device a little bit more and the device was removed. The staples were not fully formed and the device did not cut the tissue. There was no washer present on the device side. Another device was pulled and they used the same anvil. The device worked as intended with the cut line and staple formation complete. A leak test was done and there were no leaks. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.